Event description:
The customer reported being hospitalized due to high blood glucose of 427mg/dl. The customer was experiencing unexplained high glucose for the past several days. It was stated that the events leading to her admission was vomiting, nausea, and stress. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and the test passed. The customer's most recent glucose reading was 97mg/dl, and she has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.